Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
He is treatment for dvt at upper iliac vein. He has enough experiences for cleaner and he followed IFU procedure step. The wire tip was apart when cleaner is working so he took CT and the tip was found at inferior epigastric vein so he decided it is hard to remove and the tip was left behind due to low risk to the patient. He informed a patient about it and he will continue to monitor the patient¿s condition.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
He is treatment for dvt at upper iliac vein. He has enough experiences for cleaner and he followed IFU procedure step. The wire tip was apart when cleaner is working so he took CT and the tip was found at inferior epigastric vein so he decided it is hard to remove and the tip was left behind due to low risk to the patient. He informed a patient about it and he will continue to monitor the patient¿s condition.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. A review of returned product from the customer was performed, visually inspect the device found polymer tip was broken from the sinuous wire segment, functionally test the device, power turn on/off normally and control wire rotating without any issue and the complaint was confirmed. A scar# 00056 has been issued to notify the supplier roechling medical that an investigation is necessary. Per the supplier's investigation, they will take necessary corrective measures.

Event description:
He is treatment for dvt at upper iliac vein. He has enough experiences for cleaner and he followed IFU procedure step. The wire tip was apart when cleaner is working so he took CT and the tip was found at inferior epigastric vein so he decided it is hard to remove and the tip was left behind due to low risk to the patient. He informed a patient about it and he will continue to monitor the patient¿s condition.